Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 500 mg/dl. The cause of the high bg was not known; however, the customer thought that possibly the insulin was bad. The cartridge and infusion set were changed. A correction bolus was delivered to address the high bg. Tandem technical support advised the customer to contact a healthcare provider to discuss the event.

Event description:
In regards to the contact's concern that the insulin "was going bad before the customer's next scheduled cartridge change", tandem technical support reviewed the pump data and confirmed that the customer had been changing the cartridge within the pump labeling.